Event description:
It was reported that there was bleeding across staple line. Procedure delayed by 30 minutes. Replaced device procedure completed successfully. No patient consequences reported. No further information is available

Manufacturer narrative:
(B)(4). Date sent: 8/19/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)?- no. How was the bleeding controlled? ¿ with the help of energy source. How much blood was lost (ml)?- not defined. Did the patient require a transfusion?- no. Is the current patient status known?- no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? - no. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 566c21, and no non-conformances were identified.